Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) reached end of life (eol). Boston scientific technical services (ts) reviewed with the field representative that eol was triggered due to extended charge times in mid-life.brady, and tachy therapy were still available, but shocks would be at maximum energy. There was concern that end of life (eol) was reached earlier than expected. Surgical intervention was performed and the device was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance. The field observation was confirmed.